Manufacturer narrative:
The arrow field service rep investigated this incident. He was unable to duplicate the customers claim. He replaced the pcs assembly and battery as a precautionary measure. The pump was functional tested and returned to service.

Event description:
It was reported that during use of the pump, catheter leak alarms were experienced. Because of this, the pump was exchanged. There were no associated patient complications.